Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch#(B)(4).

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device. Reportedly, a suture break occurred when the needle plunger was removed after deployment. The method of achieving hemostasis was not reported. . There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequently, user facility medwatch report (#(B)(4)) was received stating "describe event or problem: step 3 string broke what was the original intended procedure: ir hepatic artery radioembolization planning what problem did the user have? Device failed "

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.